Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had multiple alarms including six no deliveries and two motor errors. The customer's blood glucose reading was 142 mg/dl at the time of incident. Troubleshooting found that the insulin pump had multiple alarms in the pump history. Troubleshooting found that the pump also alarmed motor error and the drive support cap was loose and sticking out. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/(B)(4) test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm, motor error alarm or low battery alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked reservoir tube lip and broken belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.